Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00134. Device investigation will took place on (B)(4).

Event description:
It was reported to philips that the tempus pro patient monitor restarted during a patient use event. The device was restarted and the device seemed to work as expected. There are no known consequences to the patient.